Event description:
It was reported that guidewire distal tip detachment occurred, and the procedure was cancelled. The stenosed target lesion was located in the subclavian artery. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, after approximately 10 attempts at control, the tip of the guidewire suddenly fractured, with the break occurring approximately 2 to 3 cm from the tip. A snare was used to grasp the fractured tail end for removal. However, during retraction, the strong blood flow in the aortic arch hindered the ability to maintain a firm grip on the fractured guidewire. The force of the blood flow subsequently pushed the wire into a lateral branch vessel of the aortic arch. Due to the tortuous nature of the blood vessel, multiple attempts were made to superselect the vessel, but all were unsuccessful. As a result, the fractured guidewire remained inside the patient and could not be retrieved. It was noted that there was no plan to remove the fractured guidewire at that time. The patient had been sedated and given local anesthesia for the procedure. The procedure was cancelled and there were no patient complications reported.